Manufacturer narrative:
Batch review performed on 08-august-2019: lot 1901580: (B)(4) items manufactured and released on 06-may-2019. Expiration date: 2024-04-23. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
On (B)(4) 2019 we were alerted of a fracture discovered 9 days from the primary surgery (the cause of the fracture is unknown but it may have occurred during primary surgery) and the surgeon revised (on (B)(6) 2019) the amistem-h stem with amistem-c one and the patient bone was fixed with the cable.